Manufacturer narrative:
Patient's weight unavailable. Device lot number unknown. The complaint report provided lot numbers for the two 16f glidelight devices used in the procedure, but it is unknown which lot number belongs to the device suspect in the ra injury. Device expiration date unavailable. Device manufacture date unknown. (B)(4).

Event description:
A philips representative became aware on 06 may 2021 that a lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection (leads had been implanted 192 months). Spectranetics lead locking devices (llds) were inserted into each lead to provide traction to aid in the lead's extractions. The lld used in the ra lead was able to advance to the distal tip of the lead. The lld in the rv lead could only advance to the tricuspid valve region and would not advance down the lead any farther, so was locked in place in that area. The physician chose a spectranetics 14f glidelight laser sheath, attempting to extract the rv lead. The device could not advance. The physician then upsized to a 16f glidelight device, but could not advance beyond the tricuspid valve. So the ra lead was then targeted for extraction using a 16f glidelight device. The device was able to advance to the superior vena cava (svc) region. At that time, the patient's blood pressure dropped and a pericardial effusion was detected on transesophageal echocardiography (tee). Rescue efforts began immediately, including thoracotomy, and a right atrial perforation was discovered. The perforation was successfully repaired with suture. The ra lead was then removed manually, and the rv lead was removed using a 16f glidelight device. Additional case detail was requested regarding the glidelight device being the suspect device in a ra injury, and the following information was obtained: due to the vessel tortuosity and manipulation of the glidelight device during the procedure, orbit correction of the device was not possible. It was reported that the laser was pushed forward and tamponade (damage) occurred to the ra. There was no alleged malfunction of the glidelight device in the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 4619, and 4621.